Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to fluid loss as the left cylinder eroded overtime due to friction from constant use. A new inflatable penile prosthesis consisting of cylinders, pump, and reservoir was implanted. Following the replacement surgery, the patient fully recovered.